Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "white flecks of paper on outer shell of gel breast implant, unknown if the flecks were anterior or posterior."

Event description:
Healthcare professional reported unknown side "white flecks of paper on outer shell of gel breast implant, unknown if the flecks were anterior or posterior." Device was not implanted.

Event description:
Healthcare professional reported unknown side "white flecks of paper on outer shell of gel breast implant, unknown if the flecks were anterior or posterior." Device was not implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation. Voids in the shell observed after autoclave cycle. Base on the device analysis the final assessment is: there is no analysis of white flecks of paper on the outside, because it is not received. And the device did not observe white spots.